Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that there was foreign matter covering the sensor area that is not part of the manufacturing process. The sensor deaphragm was broken and the adhesive was torn at the sensor area. Due to the condition of the device as it was recieved, no funcitonal testing was possible. Based on their evaluation of the device, the supplier was able to confirm the reported complaint and determined the cause of failure to be hishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6). During the icp procedure the generator indicated an alarm ?no transducer detected?. Changed the icp generator but issue remained. The surgeon changed the new sensor to complete. There was no report on patient injury. On 9/14/2015 per affiliate, no delays, no adverse consequences.